Manufacturer narrative:
Information references the main component of the system and the other applicable components are: product ID 3889-33, lot# va0k7qa, implanted: (B)(6) 2014, product type lead.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for urinary incontinence. It was reported that the patient went to a healthcare professional (hcp) about a week or a week and a half prior to the report and changed programs. The implant wasn't really working for symptoms. They had magnetic resonance imaging (MRI) done on (B)(6) 2016 and three manufacturer representatives (rep) worked with the hcp to turn the implant off for the MRI and helped turn it back on. Ever since the MRI, they had problems with the device, but they hadn't had time to do anything about it. Someone at the hcp office, noted to not be a rep, tested and said four leads were not working. Using the patient programmer (pp), they confirmed the patient was on program 2 at 2.8 v. It was noted that the MRI was for their head. They changed to program 3 and decreased the stimulation to 4.4 v and felt comfortable stimulation. It was also stated that the patient's bladder was full and they could not void to release all the fluid in their bladder. They were going to follow-up with a hcp for reprogramming after monitoring the symptoms and if all four program didn't help.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.